Manufacturer narrative:
Follow-up # 1 ¿ (06/15/2015). The patient¿s meter has been returned on 5/21/2015 and evaluated by lifescan product analysis on 6/2/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective flash ic104. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed an error 7 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient manages his diabetes with an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that on (B)(6) 2015, an unknown time before the meter issue occurred, he had developed symptoms of ¿thirst and urination¿ and that he obtained a blood glucose result of ¿436mg/dl¿ on another device. The patient claimed that on (B)(6) 2015 he self-treated with apidra. During troubleshooting the cca noted that it was not the first time the meter had been used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient had developed symptoms of hyperglycemia prior to the alleged meter issue occurring. This complaint is being reported because the alleged meter issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.